Manufacturer narrative:
Concomitant product: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger, lot # c0401879, determined the connector was bent. The cable assembly with the bent connector tip was replaced.

Event description:
The consumer reported poor communication occurred with the patient programmer. The poor communication screen was displayed on the patient programmer. The patient was able to communicate with the recharger. The patient felt "just a little bit of stimulation, not much." The patient recharged the week prior to the report and the implantable neurostimulator (ins) was 75% charged. The patient really thought the recharger was the issue because the plug was bent. About 4 days later, the patient wasn't getting any communication from the patient programmer or the recharger. The patient had last charged on (B)(6) 2016. When the patient went to use the recharger the reposition antenna screen was displayed. The patient tried recharging against the skin, but the same reposition antenna screen appeared. The patient last felt stimulation on (B)(6) 2016. The patient's ins was out of battery. The patient tried to use the patient programmer and was getting the poor communication screen. The antenna locate (al) was performed and after repositioning the antenna, the patient was able to get 7. The patient was instructed on how to start a successful recharging session, but encountered an informational power on reset (por). The patient was able to start charging and had 8 coupling boxes. The last time he recharged it, it took almost 6 to 6.5 hours to charge 75% full, but the patient was using the stimulation as he was recharging. It was noted that the patient always had stimulation on when he was recharging. After the patient had charged to 25%, he was instructed to clear the informational por and start using stimulation. The issue was resolved. Indications for use include non-malignant pain and failed back surgery syndrome. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Additional information received from the patient reported the circumstances that led to the poor communication of the patient programmer with the ins was noted as dead batteries. Steps taken to resolve the communication issue was noted as got it resolved. The inability to communicate with the ins using the patient programmer had been resolved.